Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out, the left ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2016 successfully. The condition of the patient was stable before and post procedure.